Event description:
Healthcare professional reported left side deflation of a silicone device. Healthcare professional later reported "cancer, ndr". The device remains implanted.

Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2021-46656. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.